Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-14930. It was reported the patient underwent replacement of both of the drg system leads due to migration. There were no complications during the procedure, and the issue was addressed.